Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient exhibited oversensing in the ventricle of the atrial signals resulting in pacing inhibition for an unknown duration. Boston scientific technical services (ts) was consulted and suggested a chest x-ray would determine whether or not the lead had dislodged and was now closer to the atrium as opposed to the ventricle where it should be. The programming was changed and there were no further events noted. The patient has not had an x-ray, and it is unsure if they will. The lead remains implanted. To date, no adverse patient effects have been reported.